Event description:
The patient was involved in a motorcycle accident and fractured his clavicle. A clavicle plate was implanted. Four weeks later, two of the six screws were broken. The plate and all screws were explanted.

Manufacturer narrative:
The screw was examined under magnification. The screw broke where the tapered portion of the thread transitions to the straight segment of the screw. Conclusion - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw break. Additional mdrs associated with this event: MDR 3025141-2014-00233: plate; MDR 3025141-2014-00235: screw 2; MDR 3025141-2014-00236: screw 3; MDR 3025141-2014-00237: screw 4; MDR 3025141-2014-00238: screw 5; MDR 3025141-2014-00239: screw 6.